Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The most proximal stent strut row was slightly flared outwards. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the moderately and mildly calcified left anterior descending artery (lad). After engaging a 6 fr ebu guide catheter and crossing a non-bsc guide wire to facilitate placement of the device, the lesion was pre-dilated with 1.5x15 mm and 2x9 mm balloons respectively. Subsequently, a 38 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion despite several attempts. The physician then withdrew the device and it was noticed that the distal stent struts flared up. Pre-dilatations with 2x9 and 2.5x15 mm - nc balloon was performed again and an attempt was made to cross a 16 x 2.50 promus premier¿ stent with a non-bsc buddy wire as a support. However, the device was also unable to cross the lesion. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the moderately and mildy calcified left anterior descending artery (lad). After engaging a 6 fr ebu guide catheter and crossing a non-bsc guide wire to facilitate placement of the device, the lesion was pre-dilated with 1.5x15 mm and 2x9 mm balloons respectively. Subsequently, a 38 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion despite several attempts. The physician then withdrew the device and it was noticed that the distal stent struts flared up. Pre-dilatations with 2x9 and 2.5x15 mm - nc balloon was performed again and an attempt was made to cross a 16 x 2.50 promus premier stent with a non-bsc buddy wire as a support. However, the device was also unable to cross the lesion. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.